Event description:
According to the reporter, during servicing, the handle did not turn on and when put on the charger, the green light blinks for ninety seconds and then blinks red. Another handle was placed on the same charger and it work properly. There was no patient involved.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.